Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses ((B)(4)). A conduit was built in the left common iliac artery and two stent grafts were advanced from the conduit and deployed. The procedure was concluded without endoleaks present. On (B)(6) 2011, in a follow-up study, endoleaks and other adverse events had not been revealed. Aneurysm diameter was 56mm. Later in two more follow-up studies performed, endoleaks had not been present. On (B)(6) 2013, in two-year follow-up study, aneurysm diameter had shrunk to 55mm. Endoleaks and other adverse events had not been revealed. On (B)(6) 2014, in three-year follow-up study, aneurysm diameter had again enlarged to 60mm. It was unknown if endoleaks had been present. A wait-and-watch approach was taken to the aneurysm enlargement.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.